Event description:
Tap - it was reported 362 days after implantation 2.5x16 mm taxus express2 drug eluting stents that an in-stent restenosis occurred. During the initial procedure, a 90%-98% stenotic lesion was located in posterior descending artery (pda). No info was reported on lesion calcification or vessel tortuosity. A 2.5x16 mm taxus stent was deployed in the lesion. A post-intervention stenosis percentage of 0% was reported. No info was reported concerning pt medications or complications. The pt was reported to have tolerated the procedure "well". The pt presented 362 days after the initial procedure with a "very short" in-stent restenosis in the pda. No info was reported on the percentage of restenosis. The lesion was dilated with a 2.5mm diameter angioplasty balloon. A post-intervention stenosis of 0% was reported. No info was reported concerning pt medications or complications. The pt was reported to have tolerated the procedure "well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.